Event description:
It was reported approximately two months post implant that the patient experienced dizziness. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.